Event description:
Patient revised to address loose glenoid and osteolysis.

Manufacturer narrative:
Primary reported as 3 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.